Manufacturer narrative:
Batch review performed on 08 january 2019: lot 092776: (B)(4) items manufactured and released on 17-feb-2010. Expiration date: 2014-12-31. No anomalies found related to the problem. To date, all the items of this same lot have been already sold without any similar reported event. Clinical investigation performed by medical affairs manager on december 20, 2018 partial hip revision surgery (stem and head) occurred 7 years and 10 months after primary cementless total hip arthroplasty in a (B)(6) year old man. Poor quality of radiographic image provided doesn't allow a proper evaluation of stem position and surrounding bone status. Aseptic loosening is a possible, literature described adverse event after cementless hip replacements and causes are often unknown. The reason of this event cannot be determined. Preliminary investigation performed by r&d product manager on december 18, 2018 picture shows stem and ceramic head covered in biological fluids. It is not possible to determine failure root cause.

Event description:
About 6 years and 8 months after primary the surgeon revised the patient hip for stem loosening. The surgery was completed successfully.